Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted. A second procedure was later performed at which time a new aus was implanted. No patient complications were reported. The explanted components are not expected for return. A supplemental report will be submitted should additional information be received.